Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. Following pre-dilatation with a semi-compliant balloon, a 3.50 x 16mm synergy xd drug-eluting stent was advanced. Resistance was felt during insertion and the device had difficulty crossing the lesion. When the device was removed from the body, the stent strut was found to be lifted. The procedure was completed with a different device. The were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older.